Manufacturer narrative:
(B)(4). Attempts have been made to obtain the following additional information, however no further details received to date: how was the case completed? No further information is available. Was the blake drain removed from the patient's body and a new drain inserted surgically? =>no further information is available. Lot number of blake drain the lot number is unknown. Device return follow up/status. When we send the sample to you, we will let you know its return date and tracking number. No further information will be provided. Attempts have been made to obtain additional information. To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown ob-gyn procedure on an unknown date and a reservoir was used. The reservoir swelled shortly, and there is a possibility of air leakage. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/27/2020.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: sample was evaluated and no damage/broken components that could be related to the defect reported by the customer could be observed. Plate was activated and de-activated several times without any issues. Reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Damage on seal. Perimeter and port seal were verified, it was confirmed sample didn't present any damage, channels, or incomplete seal that could generate a leak on the sample. Plate was locked, and ports were close, then plate was activated to verify if air could get inside the reservoir. After 1 o minutes the reservoir maintained the same condition confirming there is no damage on the perimeter or the port seal. Defect could not be replicated on sample received. Based on the present analysis, it is determined that the reported complaint is not observed and based on the information provided it couldn't be related to manufacturing process, it's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.